Manufacturer narrative:
Continuation of medical product: the main component of the system and other applicable components are: product ID: 3889, serial# unknown, implanted: unknown, explanted: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported being at the dermatologist and they noticed a bump where the leads were. The patient¿s dermatologist got concerned and performed a biopsy. They took a sample of it, and did something to the lead and it started to shock the patient. Additional information received from patient as they mentioned that weight at time of event was (B)(6) pounds. The bump was normal, it was misinterpreted by my dermatologist as a for arm cancerous growth. Please refer to mfg. Report # 3004209178-2017-25736 as the event was previously reported in this report.

Manufacturer narrative:
Explant date was not updated by accident. Product ID (B)(4) lot# va11mx6 implanted: (B)(4) 2015 e xplanted: (B)(4) 2017 product type lead please reference regulatory report #: 3004209178-2017-25736 for the explant of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date updated. Product ID (B)(4) lot# va11mx6 implanted: (B)(4) 2015: product type lead (B)(4) apply to the implantable neurostimulator (ins). (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient letter was received on (B)(6) 2018 with no new information. Additional information was received from the healthcare provider (hcp) on (B)(6) 2018. The hcp reported that after the patient underwent the biopsy of the skin, they felt electrical stimulation over the implantable neurostimulator (ins) and the lead. **the patient letter (patltr1) and phone call (pc) provide additional information relevant to (B)(4) (faulty lead/replacement of lead). Please see pc, it clarifies that there was only one lead revision, not two.**